Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 333 mg/dl and 142 mg/dl, 112 mg/dl, 93 mg/dl, and 266 mg/dl, "hi" (>600 mg/dl), 202 mg/dl, "hi" (>600 mg/dl), and 366 mg/dl. Readings of "hi" were not duplicated. Sets of readings were taken on different days. No adverse event reported. The alleged product is not available to return for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.